Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient was currently hospitalized, having been diagnosed with diabetic ketoacidosis (dka). Patient was tired, had leg pain, large ketones and blood glucose of 407 mg/dl ; treated with IV fluids and an insulin drip. During troubleshooting, customer support found that the cartridge was leaking, and that the patient was using the cartridges per IFU. This complaint is being reported as the cartridge leak was not resolved and the patient experienced dka.